Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event. A review of the device data noted there had been no recorded episodes in the past seventy-two hours and the presented data shows the device is operating as programmed. There was some previous noise noted on the atrial channel which was not oversensed. No adverse patient effects were reported.